Event description:
Iabp inserted during valve surgery on 9/29/94. On 9/31/94, bright red blood noted in iabp tubing; tubing clamped. Pump turned off. Pt experienced decrease in blood pressure and no pulse. CPR initiated. Pt transported immediately to or. Had open cardiac massage and removal and reinsertion of balloon. Pt expired.